Event description:
It was reported that the patient received a patient notification for high, out of range, pacing lead impedance. A non-sustained lead noise episode showing oversensing was also noted. Lead testing was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.